Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device issue was not able to be duplicated, so the original complaint issue was not able to be confirmed.

Event description:
Tbm kye called advised the stability lock seems to get out of adjustment and when going down ramps the right or left wheel will get stuck up off the ground and cause the chair to swerve right or left.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(6) called advised the stability lock seems to get out of adjustment and when going down ramps the right or left wheel will get stuck up off the ground and cause the chair to swerve right or left.